Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead with three stylets was returned in one piece for analysis. Visual inspection and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited an invalid result in capture threshold. The right atrial lead was not used. The physician continued with the second right atrial lead and completed the procedure. The patient was in stable condition.